Event description:
The patient's legal guardian (lg) reported when they were changing the patient's pod, they noticed something was not good. Patient's blood glucose levels were reading at 22 mmol/l (396 mg/dl) and the site appeared irritated, swollen and infected. Purulent discharge was oozing from the site (leg). Lg normally applies oil to ease pod removal but this time the patient asked the lg to put more. Pod was worn for between 49 and 71 hours. Patient was taken to colchester hospital for an appointment with the general practitioner. Amoxicillin 5 mg (3 times a day for 7 days) was prescribed for treatment. Patient stayed in the hospital for an hour. Pod was replaced.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is (B)(4) compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per (B)(4) and eo residual levels in compliance with (B)(4). Each lot is confirmed to meet requirements for non-pyrogenicity per (B)(4) and sterility per (B)(4) prior to release. Cloud - locked down/smartphone. Data not available. Cloud - omnipod 5 software app version. Data not available. Cloud - smartphone operating system. Data not available. Cloud - smartphone hardware. Data not available. Cloud - cgm sensor type. Data not available. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
The cannula assembly and bottom housing were inspected for manufacturing deficiencies that could cause the infection and no issues were found. Although the investigation found no evidence of any damage, the cause of the reported event could not be determined.